Event description:
N/a.

Event description:
It was reported that during a routine check the cs300 intra- aortic balloon pump (iabp) had video distortion on the display. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to reproduce video display issue. The fse replaced the color video receiver. The fse performed the complete repair with full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specification. The unit was returned to the customer and was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.